Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade IV. The device has been explanted.

Event description:
Healthcare professional additionally reported "ruptured right implant" and "disrupted with a peripheral disruption that measured 1.4 cm in greatest dimension." The device has been explanted.